Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the malfunction of the patient board due to the amount of use and age of the device (over 5 years).

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. No image would display when the 180 scopes were used due to a faulty patient board set. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was not presenting an image while used in conjunction with the 180 scopes. However, according to the initial reporter, the device would function properly when used with 190 scopes. The customer did note that multiple pigtails were used during this process. There was no patient harm or consequence reported as a result of this event.